Event description:
Pt sustained grade iii open right supracondylar humerus fracture due to trauma on 6/8/94. Pt underwent I&d and open reduction internal fixation utilizing 2 plates and multiple screws. X-ray report on 6/20/94 noted twisting and fracture of implanted plates with collapse of alignment. Pt returned to or on 7/1/94 for repeated orif of right supracondylar humerus fracture.